Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box revealed multiple records of unexplained power on reset events on (B)(6) 2018. The battery compartment was confirmed to be cracked as alleged in the initial report. The returned battery cap was intact, without damage and able to fit securely to the pump and maintain electrical connection for testing. On investigation, ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation. Investigation did not duplicate the alleged power complaint. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.